Event description:
It has been reported to philips that the allura system would not start up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system starting expected time needed was 0, but nothing happened. No further information regarding the issue has been provided and the reported issue was not confirmed. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.